Event description:
Healthcare professional reported left side "left capsulitis compatible with the diagnosis of left breast capsular contracture baker iii," "deformity of the left prosthesis," thickening of the fibrous capsule." Also reported "axillary glands with prosthetic material in their interior (silicone)" and "small, solid, hypoechoic, well defined nodule," ¿siliconomas in several glandular regions" which were determined not to be device related. The device remains implanted.

Manufacturer narrative:
(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker iii.